Manufacturer narrative:
Product event summary: the proximal segment was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 4 months post implant of the ipg system. A cause of death was requested and not received.